Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified coronary artery. A 3.25mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation, it was noted that the pressure did not increase. The device was completely removed from the patient's body and it was confirmed that the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.